Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels for approximately a week, and a low blood glucose (bg) level of 49 (mg/dl) on (B)(6) 2016 after overcorrecting with injections and the pump. Customer consumed juice and ice cream to treat their low bg level on (B)(6) 2016, and indicated that they have intermittently administering corrections with the pump and injections to treat their fluctuating bg levels. Reportedly, customer suggested that they are taking medication that does affect their bg levels, and the customer has also reported adjusting their basal insulin settings. Customer stated that they have conducted their own system check and reported witnessing insulin exit the tubing. Customer indicated that they have contacted their health care provider to discuss diabetes management.